Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, cubie was failed to release. The customer reported that this malfunction caused a delay while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to release. A field service engineer (fse) reseated connections and wires to resolve the issue. The fse also verified cubies and voltage levels, tested in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.